Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was reset and ultimately the customer was able to continue using the current pump for insulin therapy.